Event description:
Customer was hospitalized due to low blood glucose levels. Customer bolused about 1 to 2 hours prior to hospitalization, but stated that bolus amount was appropriate. Customer was advised to contact md to check basal setting and discuss any medical reasons that may have cause the low blood glucose levels.